Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had their ipg replaced for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information further information was requested but not received.

Event description:
It was reported the patient's ipg is nearing possible premature end of life. Surgery took place on (B)(6) 2022 where the ipg was replaced. Effective therapy was restored.